Event description:
It was reported that the patient's unit showed low o2. As a result, the patient went to urgent care. The patient was sent a replacement unit. No additional information is available at this time.

Manufacturer narrative:
The device was returned for evaluation. The return reason of oxygen error was confirmed due to zeolite leak. The inogen team attempted to contact the patient for further information three times with no response.